Event description:
It was reported that there was an event where the lead failed to capture during procedure. The lead was not used, and a new one was implanted successfully. The patient was noted as having suffered no consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was returned for analysis. Visual, xray, electrical, and s-curve testing and analysis was normal and did not find any anomalies with the lead.